Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported the patient has an infection on the left side and a revision surgery will be taking place.

Manufacturer narrative:
The reported event can be confirmed as the surgeon identified the microorganism that caused the infection (p. Acene). This patient had a long history of progressing degenerative joint disease and underwent the left tmj device replacement on (B)(6) 2010. However, symptoms of chronic severe pain re-developed a few years later. Non-surgical management efforts have been without success. Meanwhile, the patient¿s lymphocyte transformation test (ltt) became positive for nickel and cobalt (the ingredients of the standard device). Thus, the surgeon planned to remove and revise the device in two-stage surgery with all-titanium devices. Overall, the surgeon did not report any device failure, malfunction, or other performance issues.

Event description:
It was reported the patient has an infection on the left side and a revision surgery will be taking place.